Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device, referenced is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, cuff misses occurred the first two proglide devices. The sutures of a third and fourth proglide device were successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The sutures of two additional proglide devices were successfully pre-placed and used to achieve hemostasis in the right common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.